Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (352 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer's health care professional adjusted pumps settings, and reportedly blood glucose levels have stabilized.